Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information stating a trilogy evo ventilator inoperative condition occurred during a failed firmware update. The device was not in use on a patient at the time of the occurrence. The device was returned to the manufacturer service center evaluation. The manufacture's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/ correction: this notification has been reviewed for information received that after a repair/service software upgrade was attempted on a trilogy evo the device became inoperative. This information does not indicate a malfunction of the device, yet a result of the service being provided. It has been concluded that the trigger for this condition would not occur during normal operation and use on a patient; therefore, posing no additional safety risk for a patient. Based on the available information, there is not enough evidence to suggest if this reported issue were to recur that it would be likely to cause or contribute to death or serious injury. No report will be filed with any regulatory agencies at this time. At this time the reported failed software update does not produce an increased patient safety risk. All patients must be taken- off from the devices and put on alternative device prior to sw update process. To date no patient harm has been reported during a failed software update, and all devices were not in use. This concludes this event is not reportable. Box h coding updated.

Event description:
The manufacturer received information stating a trilogy evo ventilator inoperative condition occurred during a failed firmware update. The device was not in use on a patient at the time of the occurrence. The device was returned to the manufacturer service center evaluation. The manufacture's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.